Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is linked to mfg report numbers: 3006697299-2024-00076; 3006697299-2024-00078; 3006697299-2024-00079. A facility reported that during a craniotomy tumor removal surgery, the surgeon was using a cusa excel 36khz straight handpiece (c2602), and it was not removing the tissue well and as efficiently as expected, so they swapped to another handpiece and it was better but still not as well as expected. The surgeon continued using and completed the procedure with the swapped handpiece. There was no patient injury; however, there was a delay of 30 minutes as they swapped for another handpiece to complete the surgery. Additional information states that two 36khz handpieces did not work properly during the case, but that the facility will be returning all handpieces for inspection. However, since customer did not report which of the 36khz handpieces were used, mdrs are being submitted for all 4 devices being returned.

Manufacturer narrative:
Additional information received as follows: 1. Reason for return/complaint: the cavitation of the handpieces during surgeries is very sporadic. This was not the first time this had happened, and this was an ongoing issue. 2. Age and gender of patient: child. 3. What was the patient outcome: treatment of the patient was not up to standard. 4. Medical intervention: use of another company¿s device, sonopet to complete the surgery. Surgery could not be completed otherwise. Investigation: the cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the coilform is starting to corrode. As a result, the device has been repaired and preventative maintenance was performed. Subsequently, the device was tested to meet manufacturers specification. Root cause - the reported complaint is confirmed. The coilform is starting to corrode after 7 years in the field. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a